Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout and cannot cleared it. The customer's blood glucose level was unknown. The customer reported that they were unable to clear the alarm and customer stated that the insulin pump display was returned. The customer reported that the insulin pump had frozen display and customer reported that alarm was cleared successfully. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test or verify e13/a13 alarm due to frozen display. (B)(4).